Event description:
The physician attempted to use the thermachoice iii balloon for ablation 3 times without success. It immediately turned off the machine each time. Another balloon was used and it worked on the first try.